Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced bleeding and went to the emergency room. At the ER, the bleeding wound was treated with a pressure dressing and silver nitrate (cauterization). At the time of the report the patient was fine. It was reported that the patient was taking blood thinners during the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.